Manufacturer narrative:
B5: information added. H6 impact code added: blood transfusion.

Event description:
It was reported that pericardial effusion (pe), cardiac perforation, and cardiac surgery occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) imaging. There was no pre-existing pe noted. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system through a watchman trusteer access system (was). A 27mm watchman flx pro closure device and delivery system (wds) was inserted and deployed yet did not meet release criteria after four full deployments so it was removed. A 31mm wds was inserted, and a full deployment was performed. During this deployment, a pe was noticed in the right, central area of the heart. A pericardiocentesis was performed where bright red blood was removed, and the pe was monitored. After heparin reversal, the pe did not stop, so the procedure was aborted. The patient was transferred to the operating room for cardiac surgery where a sternotomy was performed, a small cardiac perforation was discovered in the distal end of the laa, and a non-boston scientific (bsc) atrial clip was surgically placed. The patient is stable and is expected to fully recover. It was further reported that the patient also required a blood/auto transfusion.

Event description:
It was reported that pericardial effusion (pe), cardiac perforation, and cardiac surgery occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) imaging. There was no pre-existing pe noted. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system through a watchman trusteer access system (was). A 27mm watchman flx pro closure device and delivery system (wds) was inserted and deployed yet did not meet release criteria after four full deployments so it was removed. A 31mm wds was inserted, and a full deployment was performed. During this deployment, a pe was noticed in the right, central area of the heart. A pericardiocentesis was performed where bright red blood was removed, and the pe was monitored. After heparin reversal, the pe did not stop, so the procedure was aborted. The patient was transferred to the operating room for cardiac surgery where a sternotomy was performed, a small cardiac perforation was discovered in the distal end of the laa, and a non-boston scientific (bsc) atrial clip was surgically placed. The patient is stable and is expected to fully recover.